Manufacturer narrative:
Initially it was reported that a hemostatic valve separation issue occurred. The biosense webster, inc. Product analysis lab received the device for evaluation on 11/2/2020 and observed on 11/6/2020 that the device was returned in the condition reported. The hemostatic valve was found dislodged inside of rhe hub. The hemostatic valve issue remains assessed as MDR reportable. The investigation was completed on 11/9/2020. It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that during a cardiac ablation procedure while the physician was pulling back the dilator, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was damaged. It does not look like any section was broken off into a separate piece or any part became detached. The sheath was being used on the patient, but no air entered the patient. Only a small amount of blood was returned through the valve, hemodynamics was not compromised, and no medical intervention was required to stop the bleeding. The case was successfully completed as this occurred at the start of the procedure. The carto vizigo¿ 8.5f bi-directional guiding sheath - small as changed for a new one. The case was not delayed due to the issue experienced. An analysis was performed on the pictures that were provided by the customer. According to the pictures, the hemostatic valve was separated from the hub. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The returned device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001240 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that during a cardiac ablation procedure while the physician was pulling back the dilator, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was damaged. It does not look like any section was broken off into a separate piece or any part became detached. The sheath was being used on the patient, but no air entered the patient. Only a small amount of blood was returned through the valve, hemodynamics was not compromised, and no medical intervention was required to stop the bleeding. The case was successfully completed as this occurred at the start of the procedure. The carto vizigo¿ 8.5f bi-directional guiding sheath - small as changed for a new one. The case was not delayed due to the issue experienced. Since there is no indication that the bleeding was excessive nor that led to hemodynamics disruption or required intervention, this event was not assessed as a patient event but as a MDR reportable hemostatic valve separation product malfunction. In the picture provided, it seems that the hemostatic valve was dislodged into the hub.